Event description:
It was reported by the rep the device was used during an open cholecystectomy. It was reported the prw35 was used by the surgeon's nurse to close an open cholecystectomy incision site. Approximately four of the staples fired fell out of the incision site after being placed. The nurse noticed that the staples did not form properly and the legs were protruded out. Some of these staples were kept and are with the stapler to be analyzed. There was no consequence to the pt.